Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The lcd connector was inspected and no anomaly was noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarms noted and the motor was tested outside the device and passed. The insulin pump functioned properly. The insulin pump had minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The insulin pump was exposed to a scanner at the airport. He was unable to press the buttons on the insulin pump to clear the button error alarm. The customer stated that the insulin pump's screen had drops. Customer's blood glucose level was 88 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.